Event description:
It was reported that during a follow-up in-clinic visit, this pacemaker was found to have reverted into safety mode. Technical services (ts) reviewed the device data and noted that this is an advisory device. Ts recommended to replace the device. Subsequently, the pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.